Event description:
Discordant, falsely low brain natriuretic peptide (bnp) results were obtained on two patient samples on an advia centaur cp instrument. The samples had been run in duplicate, and the replicates did not match. The discordant results were not reported to the physician(s). The samples were rerun in duplicate on the same instrument and resulted higher, matching results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse performed trouble-shooting. The fse discovered build-up of fluid within one of the wash blocks, which was replaced. The fse proactively replaced water and waste peripump tubing and fittings, the sample syringe, the wash 1 bottle, the reagent waste pump, and the base pump. A firmware upgrade was also performed. The fse then verified the functionality of the parts and ran patient samples, which resulted as expected. The cause of the discordant, falsely low bnp results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.